Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump display screen was dim/faded. There was no reported damage or trauma to the pump. The issue was not resolved with troubleshooting. There was no patient injury associated with this issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/4/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects and that the keypad cover was peeling next to the ¿up¿ button. On investigation, the device powered up to a dim and discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly. Unrelated to this complaint, the ¿contrast and ¿up¿ buttons were found to respond intermittently requiring harder presses to elicit a respond while the ¿down¿ and ¿ok¿ buttons were responding properly. Upon removal of the keypad cover, contamination was found under all the button contacts. In addition, a crack was observed on the battery compartment.